Event description:
It was reported by the clinician that during pre-test, the embolectomy balloon was filled with saline/contrast mix to inflate the balloon. After the syringe was detached from the stopcock, a pull test was performed and the stopcock separated from the catheter tubing. As a result, it was not used.